Manufacturer narrative:
Retainer ring = clear. Customer complained that there was no audio sounds from insulin pump on event date of (B)(6) 2021. The history download was successful using thus software and the carelink upload was successful. Insulin pump passed displacement test. Toggled on/off and increased/decreased volume with the audio feature failing manual testing because of no change in audio tones. No pump error 63 alarms on event date of 11/8/2021, however pump error 63 (variable 3) alarmed during self test. Tested with a test p-cap and the test p-cap locked in place properly. Insulin pump received with stained keypad overlay buttons, pillowing keypad overlay, scratched/peeling keypad overlay texture, missing display window cover, faded/stained/peeling serial number label, peeling/fading end cap address label, cracked case at belt clip rail corner, cracked reservoir tube lip, cracked battery tube threads and scratched case. Confirmed audio/absence of alarm anomalies and pump error 63 due to broken trace at pin 1 (vdd) on keypad assembly. (B)(4). Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the insulin pump was not alarming. Customer reported that they did hear beeps when audio volume settings were saved but did not heard the differences between the two audio beep volumes 1 and 5. No harm requiring medical intervention was reported. The device will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion insulin pump, which is not marketed in the insulin pumped states. However, the device is similar to the paradigm real-time insulin infusion insulin pump, which is marketed in the insulin pumped states.